Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 470 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for seven days and was treated with insulin drip. Customer stated that prior to hospitalization, to have received a no delivery alarm after attempting to bolus for a high blood glucose. Customer was not able to troubleshoot, therefore cause of high blood glucose and no delivery could not be determined.